Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking y-site valve was confirmed. The product returned for evaluation was one 20ga x 0.75¿ miniloc safety winged infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, during hydraulic pressurization, non-continuous leakage was observed emanating from the valve. Microscopic inspection of the sample revealed that the valve housing and septum appeared to be properly formed. A small, non-continuous leak was observed at the y-site valve. The product IFU states ¿needleless y-injection site valve may leak at certain pressures resulting in a small bead of fluid on the valve.¿ a lot history review (lhr) of asdtf012 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (asdtf012) have been reported from the same facility.

Event description:
It was reported that the y-site on four needles leaked. No other information was provided. This report addresses the fourth needle.